Event description:
Patient was in ir CT scanner, sedated, and scanner will not work. Hardware scanner reset alert displayed. Scanner turned off at the wall to reboot; radiology engineering here to get scanner up, but not able to. Patient taken off of scanner, procedure cancelled. Outpatient renal cryoablation also cancelled and will need to be rescheduled.